Manufacturer narrative:
Visual examination of the returned device found the distal end was broken off. Optical imaging found evidence of a quasi-static torsional overload. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional overload most likely as a result of higher than anticipated forces during screw placement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
On (B)(6) 2017 we had an l3-pelvis procedure using viper and expedium 5.5. We placed our l3, l4, l5 viper screws percutaneously successfully. For the iliac screws, he wanted to use an 8.0 x 80 mm screw so we loaded one up on the mis poly t20 cannulated screwdriver (2797-34-000 lot #mi26244). We used a gearshift to create the hole, a 7 mm tap tp prepare the hole, and placed the 8.0 x 80 mm screw successfully on the left. We carried out the same sequence on the right hand side, using a 8.0 x 80 mm expedium poly screw. The surgeon was 97% of the way done with the insertion when the mis poly screwdriver snapped. The tip broke off in the head of the screw. The surgeon looked at the tip of the broken screw and tried to get it out with a kocher. He had no luck and deemed the broken screwdriver tip unsalvagable. The screwdriver tip broke off flush with the driver mechanism and this did not inhibit us from properly loading the rod. The surgeon is aware of the concerns for leaving the broken screw tip in and relayed the information to the patient. The procedure was completed successfully and without patient harm. We need a placement driver when available.